Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unspecified mentor gel-filled breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5073269 that a female patient underwent an unspecified procedure with unspecified mentor gel breast prostheses and experienced mastitis, swelling, nodules. And various other illnesses. The patient reports that 2017 marked the beginning of a severe decline in her health. She has had multiple tests, and pathology is in progress. The patient is planning on explanting her devices, but no date of explant was reported. The patient alleges that permanent damage/disability has occurred. This report addresses the first of two devices reported.

Manufacturer narrative:
Between 5/30/2018 and 6/12/2018, mentor received additional information that significantly changes the narrative of this event. As a result, event description has been updated, and additional patient/device codes have been added. The device information was also received, and it was confirmed that they were saline implants, not gel as originally reported. On 6/21/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 425cc saline breast implant, catalog # 3501470, (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent implantation with mentor smooth round spectrum 425cc saline implants on (B)(6) 2006 that deflated post-operatively. She developed bilateral baker grade IV capsular contracture, bilateral deflation and mastitis. The patient also presented with nodules. Her cd30 testing came back negative. The patient also reported gastrointestinal issues, neurological issues, lesions, lymph node issues, liver, spleen, and pulmonary issues and granulomas present everywhere. The patient also reported musculoskeletal, joint, and bone issues. The patient also reported chronic inflammation, fungus and mold presence (not in the devices), and silicone coming out of her nose. The patient reports that her eyes have lesions. The patient also reports brain fog, memory recall and cognition issues, and problems with her eyesight. The patient was diagnosed with bppv. The patient underwent explantation on (B)(6) 2018. The patient is undergoing testing for heavy metal presence, toxin presence and other health issues. This case was reviewed with mso and it was determined the patient's claim of silicone coming out of her nose is not possible given that the patient is implanted with saline implants.